Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review:as medical records were not provided, a review could not be performed. Image/photo review:no medical images have been made available to the manufacturer. Conclusion: the device was not returned. The investigation is inconclusive for the reported event. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Do not attempt to remove the g2 filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. Use only the bard recovery cone removal system (packaged separately) to retrieve the g2 filter. Use of other removal devices has resulted in recurrent pulmonary embolism. Potential complications: perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately six years post vena cava filter deployment; allegedly, the filter migrated and penetrated the ivc wall. An attempt to capture and remove the filter was unsuccessful. The vena cava filter remains implanted. The patient status at this time is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not performed as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had an inferior vena cava filter placed via the femoral vein prior to same day gastric bypass surgery. Approximately five years one month post filter deployment, the patient was scheduled for a filter retrieval procedure. Radiologist report stated recent CT scan demonstrated tilting and caval protrusion. Multiple devices were used and multiple unsuccessful attempts were made at retrieving the filter. Final venography demonstrated the filter in an unchanged position and was without evidence of extravasation or thrombus. The procedure was concluded and the patient tolerated the procedure well. No additional filter retrieval attempts were provided in the medical records received. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege an inferior vena cava filter was implanted prior to gastric bypass surgery. Retrieval was scheduled approximately five years and one month after deployment. The radiology report stated tilting and caval protrusion were noted on a recent CT; however, the CT report was not provided with the medical records. Allegedly multiple unsuccessful attempts were made to free the embedded top of the ivc filter using a snare and endobronchial forceps. The procedure was aborted and no further attempts to retrieve the filter were noted. Based on the medical record review, filter tilt and an unsuccessful retrieval attempt can be confirmed. The investigation is inconclusive for filter migration and penetration of the ivc. Labeling review: g2/eclipse: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. Potential complications: filter malposition. Filter tilt. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
New information based on medical records - it was reported by the patient a vena cava filter was deployed in conjunction prior to bariatric surgery. After an unknown amount of time post filter deployment, the filter was identified to be tilted and perforating into organs. A percutaneous filter retrieval procedure was performed, but was unsuccessful. Based on medical records received from the patient, it was identified approximately five years one month post prophylactic inferior vena cava filter deployment prior to same day gastric bypass surgery, the patient was scheduled for a filter retrieval procedure. Multiple devices were used and multiple unsuccessful retrieval attempts were made at removing the filter. The procedure was concluded and the patient tolerated the procedure well. No additional filter retrieval attempts were provided in the medical records received.